Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a closure of the defect on a laparoscopic incisional hernia repair, the thread broke into two. The same event occurred twice. Another suture was used to complete the case. There was no patient injury.